Manufacturer narrative:
The gm eplex base serial number is (B)(6). A review of sample run data showed that the internal controls for each run were robust. The test was completed, and internal controls were successful, indicating that valid results were generated. No run malfunction was observed, and the eplex instrument was working within design specifications. An internal review of qc release data for affected consumable lot: 10237469 from kit lot: 10230894 confirms that the consumable lot successfully met the established qc release specifications, and the issue was not observed in the qc lot review. The test run data showed a low-level "detected" signal at the influenza a h3 subtype target. Low virus titers can result in the detection of influenza a subtypes without the influenza a matrix. The detection of only the h3 subtype without influenza a matrix could indicate the presence of a novel or emerging strain not fully targeted by the assay. The issue is consistent with a lower than intended target concentration within the sample volume analyzed by the assay. This is potentially caused by either a low target concentration being withdrawn and loaded into the delivery port or raw materials of the panel containing small, unobservable leaks that result in a lower than intended reagent concentration. Investigations have identified that a raw material may be causing product leaks, which could potentially lead to false negative results due to lowered target concentration. This could result in limitations in the extraction, amplification, and detection abilities of the assay. Per product labeling, it is recommended for the customer to repeat sample testing. If the re-test confirms the original result, the influenza a subtype is considered positive. It is recommended that the sample be further investigated using a different FDA-cleared influenza a subtyping assay and/or sending the residual sample to a local public health laboratory for further testing.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with the gm eplex resp pathogen 2 panel eua on a gm eplex base system. The customer alleges that the panel did not detect the influenza a target, but it did detect the influenza a subtype h3 target. The sample was tested using a competitor method (cepheid 4plex) which did detect the influenza a target.